Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was evaluated which observed a green contamination on the port 6 valve cap. The reported condition was verified. The cause of the condition could not be determined; however, the contamination appeared embedded but could not be verified due to the lack of an actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a green spot was observed on the valve assembly in the em2400 valve set. This was identified prior to use. There was no patient involvement. No additional information is available.